Event description:
Boston scientific was notified that during a procedure the neuroform2 microdelivery stent system deployed prematurely. No pt complications were reported to have occurred as a result of this event.